Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) displayed a "coolant level low" error message although the coolant reservoir was full" was confirmed based on the review of the event log but was not confirmed during the functional testing. The customer reported issue was not duplicated during the testing and the thermogard system functioned as intended. Upon visual inspection, no physical damage was observed. The event log review showed frequent "coolant level low" error messages on and around the reported event date, thus confirming the reported complaint. The thermogard system passed the power-on self-test (post) during functional testing, and the system did not display the customer reported "coolant level low" error message. The reported complaint could not be reproduced. Nevertheless, the coolant sensor block with the board was replaced as a precautionary preventive measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the thermogard system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the cooling phase of ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed a "coolant level low" error message, although the coolant reservoir was full. The customer used an alternative cooling method to continue the therapy. No consequences or impact to the patient.